Manufacturer narrative:
Analysis of the catheter found no significant anomaly, though the catheter was returned in three segments. Initially, there was an occlusion noticed in the distal and medial catheter segments during the decontamination procedure, but the occlusions were easily broken loose. There was damage (melting) seen on the outer surface of all there segments, which had likely occurred during explant. Pressure testing did not show any holes in the catheter.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4)

Event description:
On (B)(6) 2015, information was received from a consumer via a company representative in regards to a patient who was being treated with intrathecal lioresal 2000 mcg/ml (dose 153.4 mcg/day) via flex mode with lot number n35722. The start date of therapy was (B)(6) 2015 and was ongoing. The patient had a history of multiple sclerosis. The patient's indication for use was intractable spasticity and multiple sclerosis. On (B)(6) 2015, additional information was received from a healthcare provider (hcp). On (B)(6) 2015, the patient experienced withdrawal symptoms and went to her physician with the symptoms. A pump dye study was attempted on (B)(6) 2015, but the catheter was unable to be aspirated. As a result, the catheter was replaced on (B)(6) 2015. There was no flow seen from the old catheter. The patient was alive without injury as of (B)(6) 2015. It was later reported the reason for catheter removal was noted as other not specified). The patient was in complex rate. The patient's last refill was on (B)(6) 2015 and the pump site was evaluated and there was no redness, swelling, or edema. The volume in the pump was 15.7. The patient's elective replacement indicator (eri) showed 58 months. The pump logs were examined on (B)(6) 2015 with pump settings last changed on (B)(6) 2015. The pump status after update showed a 2% decrease was made in simple continuous and the new dose per day was 149.8 mcg/day. It was reported the patient recovered without sequela and there was no patient injury. If additional information becomes available, a follow-up report will be submitted.